Event description:
It was reported that the patient was unable to charge the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explnated ipg will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred last year.